Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call broken force sensor and critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 158 mg/dl. Troubleshooting was performed. Customer received the critical pump error image on the display screen and the issue remained unresolved with the broken force sensor. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm. Problem isolated to force sensor.